Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have a very hard time pressing the buttons on their insulin pump. The customer would have to place the pump on her knee and press hard with her thumb to get a response form the keypad. The customer phone call was disconnected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.